Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center was experiencing a b30 communication error. According to the initial reporter, a black screen would appear on the device. This would only occur with pediatric colonoscopes. User confirmed that only refurbished scopes were utilized with the device in question. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Because it was noted that the issue was improved by replacing the endoscope, olympus investigation believes there was an error in communication with the product due to the malfunctioning of the endoscope, causing the b30 error. Olympus will continue to monitor the field performance of this device.